Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-23. H6: investigation summary . This memo is to summarize findings regarding the complaint related to catalog number 297882, plate pseudosel agar cetrimide 10 ea, batch number 0296441 and complaint # (B)(4)for performance. During manufacturing of material 297882, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0296441 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis (coa) of each product. Stability data for this product is on file. All performance testing on this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 0296441. Retention samples from batch 0296441 were not available for inspection. Returns were received for investigation. Ten plates from batch 0296441 were returned as one unopened sleeve shipped in a box with ice packs (time stamp 2048). Pseudomonas aeruginosa atcc 9027 was tested on the returned plates were tested as described in the product insert. Tested return plates had moderate growth at 18 hours incubation as compared to heavy growth observed on the non-selective control (tsa with 5% sheep blood). Pseudosel (centrimide) agar is expected to have trace to heavy growth of atcc 9027 at 18 hours incubation. Testing of the return samples was satisfactory per procedures. Six photos also were received for investigation. Four photos each show the agar surface of a plate from batch 0296441 (time stamps 2046-2048) with varying amounts of growth and colony sizes. The plates are described as inoculated with atcc 9027. One photo shows four plates that have been inoculated, two of which appear to be pseudosel (centrimide) agar plates (plate prints not readable). The pseudosel plates appear to have less growth as compared to the other plates in the photo. One photo shows the bottom of two plates that have been inoculated. Each plate has growth but the media is yellow-tan colored and does not appear to be pseudosel (centrimide) agar. No conclusions about product performance can be drawn from photos of plates. Returns had satisfactory performance of atcc 9027 per procedures. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. H3 other text : see h10.

Event description:
It was reported during growth promotion with bd bbl¿ pseudosel¿ agar there were 3 low counts and small colonies of p. Aeruginosa. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during growth promotion with bd bbl¿ pseudosel¿ agar there were 3 low counts and small colonies of p. Aeruginosa. There was no report of patient impact.